Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a white 45 reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of master supervisory controller (msc) and digital signal processor (dsp) logs were unable to verify any failures. The instrument was fully functional. There was no problem detected. Additionally, the reload has been returned and evaluated by the failure analysis team. The reload was found to have lodged staples wedged in between the reload in front of the exposed knife. Visual inspection confirms there is a lodged staple ahead of the blade stopping point and one on the knife track at the distal end, which can prevent the blade from progressing through the full firing trajectory. There was also cartridge damage and blade damage to the knife observed. The reload blade was found to have mechanical indentations. The reload cover was removed, the shuttle was pulled forward to allow access to the knife, and the knife was inspected. Damage was found to the blade. There was cartridge damage observed. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, sureform 45 instrument would not release from tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use, during second firing, after inspection and cleaning did not find any damage or abnormality. A lung lobectomy was being performed when the issue occurred during a stapling of a lung section. No errors occurred. The jaws were stuck on tissue however the surgeon/or staff was able to successfully open the jaws intraoperatively and release the tissue by using a manual release on the stapler. No adverse effect to the tissue. No unexpected tissue removal. No bleeding. The procedure was completed robotically.